Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the left ventricular lead was kinked when trying to advance the wire through the lumen. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.